Event description:
It was reported to tyco/kendall healthcare on 4/4/03 that a customer had a problem with a foley catheter. The customer reports, "the balloon would not deflate completely and the urologist had to come in and use a guide wire to deflate the balloon."